Manufacturer narrative:
Insufficient information, used as no response was able to be obtained from the physician on the patient information, status, or procedure following the described event. Modified surgical procedure, used to address that the procedure in process would have had to be modified due to the removal of the device. Separation problem, used to capture the reported issue with device separation from the catheter. No device problem found, used to document that a review of the manufacturing records for the device verified that the lot met pre-release specifications.

Event description:
On (B)(6) 2022 the patient was undergoing a frozen elephant trunk procedure using a gore® tag® conformable thoracic stent graft with active control system. As reported, the physician attempted to deploy the device but the nose cone would not become detached from the graft. The physician was therefore unable to use the device. Additional information was requested regarding the event but was not provided.

Manufacturer narrative:
A1: no patient specific details have been provided. G3/g4: engineering evaluation of returned device was completed on march 7th, 2022. H6: 4315, cause not established the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the graft material was partially torn distally of the distal end lockwire routing hole. The stent graft was not physically attached to the olive per the event description. The lockwire was not attached to the lock wire handle, but it was present in the deployment line access hatch of the handle and the trailing transition of the catheter. The lockwire was properly routed through the endoprosthesis and into the curved olive. The angulation fibers were separated from the angulation handle and cut at the device but appeared routed through the catheter. Based on the event description and device evaluation no manufacturing deficiencies could be confirmed. B2 the following were previously checked but should not have been as there was no patient information or follow up provided from the physician upon request. Required intervention to prevent permanent impairment or damage. Other serious important events.